Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the report complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Please see manufacturer's report numbers 1627487-2010-00396 and 1627487-2010-01259 for devices 1 and 2. On (B) (6) 2009, the patient was implanted with a scs system. Over time, the patient's leads gradually began protruding at the anchor site through the patient's head neck, and shoulders, but never broke through the skin. No signs of infection were present. The doctor removed the patient's leads.